Manufacturer narrative:
E: (B)(6) hospital (B)(6). (B)(6).

Event description:
This report is based on information provided by philips service personnel and has been reviewed by the philips complaint handling team. A complaint was received regarding a v60 ventilator reporting abnormal behavior during pre-use setup, prior to initiation of therapy, resulting in a required device swap. The reported issues included a startup alarm and operational anomalies consisting of a ¿low tidal volume / co2 rebreathing risk¿ message, missing tidal volume and leak display, and inability to enter standby mode. The device was not in clinical use at the time of the event, and no adverse clinical outcome or patient injury was reported. The customer confirmed that the device was swapped for another ventilator. The startup alarm ¿low air leakage¿ with repeated inhalation of co2 was observed and occurred consistently upon power-up. No diagnostic codes were displayed on the unit, and no diagnostic report (drpt) was provided. Following investigation, it was reported that replacement of the flow sensor by the hospital¿s equipment department restored normal device operation. Post-repair performance verification confirmed the device met specification requirements, and the ventilator was returned to service. No patient harm was reported. The investigation determined that replacement of the flow sensor resolved the reported issue. Based on the available information and service actions performed, the device did not meet product specifications prior to repair, and the flow sensor was identified as the contributing factor to the reported malfunction. The investigation concludes that no further action is required at this time; however, the complaint file may be reopened if additional information becomes available. A review of the risk management file was performed, and it was determined that this complaint represents a reportable malfunction. Regulatory reporting has been completed in accordance with applicable requirements. The data recorded in this complaint will be used for product quality and safety improvements under post-market surveillance and risk management processes.